Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needs an upgrade of the whole parameter. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time.